Event description:
It was reported that the cot dropped at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.